Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power after replacing the battery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: review of the black box data revealed records of pump rebooting. On investigation, the returned battery was intact and without damage and able to secure properly to the pump to power up the pump. The pump was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the ¿no power¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.